Manufacturer narrative:
The pump passed the functional testing. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart error test due to the motor error alarm loop. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 7.4 mmol/l. Customer reported the insulin pump stayed in rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.